Manufacturer narrative:
The reported product is not expected to be returned back as this complaint was noted through a literature review. The actual date when the event occurred is unknown. The date listed is an approximation based upon the details in the case. The serial numbers of the devices are unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the review. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Through the literature review process, abbott diabetes care became aware of an article by s. Pleus, a. Baumstark, n. Jendrike, j. Mende, c. Haug, g. Freckmann which looked at a post-market surveillance of the accuracy of 18 blood glucose monitoring systems available in europe based on iso 15197:2013. The self-monitoring of blood glucose (smbg) freestyle freedom lite was used with 1 test strip lot and was measured against 2 comparison methods, glucose oxidase (god) and hexokinase (hk). The freestyle freedom lite meter was tested using capillary blood samples from 100 different subjects to determine compliance with the accuracy criterion stipulated in iso 15197, which is at least 95% of results within ±15% or ±15 mg/dl of the comparison method¿s results for bg concentrations above or below 100 mg/dl, respectively. The freestyle freedom lite meter performed at 99.5%, which is within +/- 15mg/dl using glucose oxidase (god,) however when tested using hexokinase (hk,) the freestyle freedom lite performed at 92.5%, and therefore not meeting minimum system accuracy criterion a of iso 15197:2013. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.